Manufacturer narrative:
(B)(4) date sent: 12/11/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received from the surgeon: he was absolutely not grasping any metal or stapleline. We think this occurred while the nurse put the instrument after cleaning on the table."

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the doctor did bowl mobilization with the device without any problems or failure alert. After performing the anastomoses with the circular stapler he decided to remobilize the spleen-flexure further more. He decided to do this with the device. After grasping the fatty tissue failure alert "reduce pressure on the blade" - I asked him to re-grasp and try again. He regrasped but the same alert appear; so I asked him to remove the instrument out of the patient to clean the blade - there we saw that the tip of the active blade has broken. The broken tip was lying on the sterile instrument table. Another like device was used to complete the procedure. Delay of two minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch n92m9m. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The tissue pad damaged, melted, and 100% present the device was unable to connect to the gen11 due to the instrument cable being cut off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.